Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Pump error 53 alarm found in the pump history due to software error. No pump error 4 alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error. The customer stated that they able to complete pump rewind as well as able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.